Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, peritonitis and exit site infection had occurred coincident with dianeal 2.5% pd2 solution used for peritoneal dialysis (pd) therapy. The cause of the event was not known but the peritonitis and exit site infection was not due to the catheter. Two days after the issue was identified, the patient has not been treated for the event yet but pd therapy was ongoing. Four days after the issue occurred, the patient was found to be positive for covid-19. It was mentioned that the patient was not hospitalized due to the peritonitis and exit site infection. A peritoneal effluent sample was not taken for analysis and culture. The patient was treated with ceftazidime injection 1 gram intraperitoneal (ip) once daily and vancomycin injection 1 gram intraperitoneal (ip) once in 5 days for peritonitis, both medications were given for the duration of 14 days to resolve the issue. For the treatment of the exit site infection, dressing with mupirocin ointment was given three times for 14 days. There were no other medical interventions or treatments given to the patient. It was mentioned that there was no defect with the catheter and there were no other defects/ damages found on the product. There was nothing unusual observed on the device during the visual inspection. There was no leak. Betadine was used by the patient as a cleaning agent on the catheters. Betadine was used to treat the insertion site prior to product pl acement. Flushing was done two times. There were no other products being utilized with the device. The treatment (lotions, ointments. Medications) were by prescription. Betadine and mupirocin was utilized at the exist site. The cleaning agents were allowed to dry thoroughly prior to dressing the area and prior to applying ointments to the area. The cleaning agents were not mixed and sepsiderm was not used to clean the catheter. There was no protocol change for cleaning agents that was used recently. There was no blood loss. The patient had recovered from peritonitis, exit site infection, and covid-19 events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, peritonitis and exit site infection had occurred coincident with dianeal 2.5% pd2 solution used for peritoneal dialysis (pd) therapy. The cause of the event was not known. Two days after the issue was identified, the patient has not been treated for the event yet but pd therapy was ongoing. Four days after the issue occurred, the patient was found to be (B)(6) for covid-19. It was mentioned that the patient was not hospitalized for the events. A peritoneal effluent sample was taken for analysis and culture and the results were awaited. The patient was treated with ceftazidime injection (1 gram) and vancomycin injection (1 gram) for peritonitis. There was no medical intervention required. The patient was recovering from peritonitis, exit site infection, and covid-19 events.